Event description:
It was reported during the procedure when the subject stent was inside the catheter, there was resistance while advancing. The physician withdrew the subject stent and found it deployed at the tip of the catheter. The catheter and subject stent were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure when the subject stent was inside the catheter, there was resistance while advancing. The physician withdrew the subject stent and found it deployed at the tip of the catheter. The catheter and subject stent were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 returned to manufacturer on ¿updated. D9 product available to stryker ¿ updated. A2 age at time of event, and age unites (patient) ¿ added. A3a ¿ gender ¿ added. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was found to be kinked/bent. The proximal side of the distal bumper was found to be broken/fractured. The stent introducer distal tip was intact. The stent was not returned. Functional testing was not performed as the stent was not returned. The reported event of the stent deployed prematurely during use was confirmed during the analysis. The reported event of the stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description states "flushed and delivered the stent to go into catheter and after the stent reached the location the operator felt resistance when advancing the stent. Withdrew it and found it deployed at tip of microcatheter. So withdrew the microcatheter out and used a new catheter and stent to deploy successfully." Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient's anatomy was moderately tortuous. The sdw was found to be kinked/bent. The proximal side of the distal bumper was found to be broken/fractured. The stent introducer distal tip was intact. The stent was not returned. It is possible that the introducer sheath moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the device and failure to deploy the stent. An assignable cause of procedural factors has been assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and to the analyzed damage of the stent deployed prematurely during use, sdw kinked/bent, and sdw broken/fractured during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.